Manufacturer narrative:
Journal title: aortic arch types and postoperative outcomes after carotid artery stenting in asymptomatic and symptomatic patients aortic arch type and carotid artery stenting casana r, bissacco d, malloggi c, tolva vs, odero jr a, domanin m, et al. Aortic arch types and postoperative outcomes after carotid artery stenting in asymptomatic and symptomatic patients. Int angiol 2020;39:485-91. Doi: 10.23736/s0392-9590.20.04494-6). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to investigate the influence of the aortic arch type on technical and clinical success of carotid artery stenting (cas) procedure. Clinical and anatomical data of 523 consecutive patients (329 asymptomatic, 194 symptomatic) were prospectively collected and retros pectively analysed. Medtronic¿s moma system or one other non-medtronic cerebral protection device were used during all procedures. The population was split into three groups based on aortic arch type, namely, type I or ii, patient with type iii or bovine aortic arch (baa). Technical success rate was achieved in 96.0% of cases (502 patients). The procedures were suspended and/ or converted to open surgery mostly due to the difficult anatomy of the aortic arch configuration, which made it impossible the deployment of the stent. Across the population of patient¿s treated, 30-day outcomes for the population include clinical events of myocardial infarction and postoperative neurological complications are reported. Two death events were reported within the 30-day outcomes for patients in the type iii+baa group. There is no established or suspected causal relationship between the device(s) and the death events.